Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; determination of endograft apposition, position, and expansion in the aortic neck predicts type ia endoleak and migration after endovascular aneurysm repair richte c. L. Schuurmann, kim van noort, simon p. Overeem, ruben van veen, kenneth ouriel, william d. Jordan jr, bart e. Muhs, yannick w. ¿t mannetje, michel m. P. J. Reijnen, bram fioole, çagdas ünlü, peter brummel, and jean-paul p. M. De vries. Journal of endovascular therapy 1¿10 doi: 10.1177/1526602818764616. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted in patients for the endovascular treatment of abdominal aortic aneurysms. The following adverse events were observed: type ia and ii endoleaks, migration